Event description:
Customer reports receiving a result of 275 mg/dl on his device and 113 mg/dl on the doctor's device. The comparison was done within 1 minute. No treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.